Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a decrease in pressure.the patient was in stable condition.